Event description:
The facility reported a fail code 810:11. Information was not provided regarding whether or not the failure occurred during a pt infusion. Although baxter attempted to obtain info, details were not available regarding pt demographics, medication involved, or pump programming. The hosp representative stated that there have been no reports of any pt incident involving this pump since the last baxter service event.

Manufacturer narrative:
The pump is in the process of being evaluated. A 2-year review of the product reporting database reveals no other reports, similar in nature, on the reported serial number.